Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient was not receiving effective stimulation due to high impedance. Diagnostic indicated high impedances and it was unable to reprogram to achieve effective therapy. Surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the surgical intervention was undertaken wherein the lead was explanted and two new leads were implanted. This addressed the issue.